Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient had lost weight and the patients skin was thin at the ipg site. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient had lost weight and the patients skin was thin at the ipg site. The patient underwent an ipg replacement procedure.